Event description:
Following a diagnostic catheterization a vasoseal elite was deployed. Manual pressure was held for ten minutes and the site was dry without evidence of hematoma. The pt was sent to the recovery area. Later that evening the pt was ambulated to a wheelchair and taken to their room. At that time the site was still dry without evidence of hematoma. Overnight, the pt got out of bed and felt a pop and the groin site began to bleed. Pressure was applied to the site and then a sandbag was applied to the groin. A couple of hours later the groin had continued to grow so a femostop was applied. In the morning an ultrasound was performed and diagnosed a pseudoaneurysm with a small neck. Ultrasound guided compression was held and the pseudoaneurysm was resolved. No further complications were reported other than soreness from the hematoma.